Event description:
The hcp reported the pump was explanted and replaced due to it showing "motorstopp" on the printout. The critical alarm was audible. No device troubleshooting was performed. It was reported that no further information was available. A follow up report will be sent if additional information becomes available.